Manufacturer narrative:
(B)(4). A review of the lot history record was performed for the both clip delivery system (cds) devices used during the procedure, as the specific device associated with the difficult clip deployments could not be determined. The results are as follows: first device: part/lot/serial number (s/n): cds0501/61003u1/(B)(4), date of manufacture: 03-oct-2016 , expiration date: 03-oct-2017, (B)(4). Second device: part / lot / serial number (s/n): cds0501/61003u1/(B)(4), date of manufacture: 03-oct-2016, expiration date: 03-oct-2017, (B)(4). The devices were not returned for evaluation. A review of the lot history records revealed no manufacturing nonconformities issued to the reported lots. Additionally, a review of the complaint history identified no similar incidents reported from these lots. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
This report is filed because the clip was difficult to deploy. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr), grade 4+. The first mitraclip was implanted deployed on the leaflets. After lock line removal and before gripper line removal, the clip delivery system (cds) was not separating from the implanted clip. The delivery system handle was jiggled and the delivery system separated from the deployed clip. A 2nd clip was deployed on the leaflets. Again, the second delivery system was difficult to remove from the deployed clip after lock line removal and before gripper line removal. The delivery system handle was jiggled with no success. A little m knob was taken off and the clip released. Both clips remained successfully implanted, reducing the mr to grade 1+. There were no adverse patient effects or clinically significant delay. The lot numbers of the two clip delivery systems were 61003u189 and 61003u190. However, it could not be determined which lot number corresponds with each clip. There was no additional information provided.